Event description:
Caller reported an alarm regarding an occlusion event that occurred earlier in the day, but the issue did not cause the customer's blood glucose level to exceed 500 mg/dl, and the continuous glucose monitor did not display a "high" reading. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration. There were no recurring occlusion issues reported, and no additional assistance was necessary, leading to case closure by cts.